Event description:
On (B)(6) 2009, the lay user/patient's mother contacted lifescan (lfs) alleging that the pt's onetouch ultralink meter was reading inaccurately erratic when performing consecutive blood glucose tests. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2009 and obtained the following information. The reporter stated that on (B)(6) 2009, at approximately 7:45pm, her 2 year old daughter (the pt) told her she needed jelly. The pt's mother confirmed that the pt was not exhibiting any physical symptoms associated with a low blood glucose, but because her daughter asked her for jelly she knew she must have felt low. In response to the request, the reporter tested the pt and obtained blood glucose readings of "527, 160, 54 and 75 mg/dl" with the subject meter, performed a few minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. The pt's mother reported that she did treat the pt with jelly and approximately 30 minutes later retested the pt and obtained a result of "167 mg/dl" with the subject meter. Prior to requesting the jelly, the reporter claimed she had tested her daughter at 6:00pm (prior to dinner) and obtained a result of "208 mg/dl." The reporter did not recall the bolus amount administered at that time. At the time of troubleshooting, the cca noted that the reporter was using the correct testing technique, and that the test strips were in good condition. The cca walked the reporter through a control solution test; however, the result fell outside of the control solution range. There is no indication that the subject meter caused or contributed to a serious injury. Although the pt was treated with food, the pt did not develop symptoms suggestive of severe hypoglycemia. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' precision criteria and the control solution test fell outside of the range.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.